Event description:
The patient experienced increased baseline pain and the stimulation was in the wrong location. There was no known accident or incident related to this complaint. She woke up this morning and the stimulation was in her left leg rather than the right leg where the pain was. She only has one program. A message has been left at her doctor¿s office. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).